Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the hospital on (B)(6) 2014, was released the night of (B)(6) 2014, and was having a lot of bowel problems and extreme pain in the back area near the device. She wanted to know if the device could be causing her problems. The patient had irritable bowel syndrome (ibs) and the implant was for bladder control. The patient always had ibs, was diagnosed with it 20 years ago, and was completely constipated. With ibs she had pain in the bowel and back, but this was so severe she went to the hospital. It was the worst she¿d ever had. Now the patient didn¿t think it was working at all, when she had to urinate she just went, and there was no control there. There was a sudden onset that had been occurring since the prior week. They wanted to do an MRI but couldn¿t because of the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.